Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, an "ezprime" operation was performed and during the "load" step the pump did not recognize cartridge and pushed all the fluid out - "no cartridge detected warning." There were no alarms related to the complaint in the alarm history. Review of the pump history shows loss of prime warnings associated with cartridge changes and auto-off warnings. There were no zero force loss of prime warnings. A crooked led display was observed. The force sensor flex pins were partially dislodged from the pcb sockets. The force sensor was found to be out of calibration.

Event description:
Certified diabetes educator reports pump dispensed insulin during load cartridge phase.